Event description:
It was reported that a one-piece penile prosthesis from another manufacturer was noted to have caused the patient pain and stinging. It was also difficult to use and resulted in explant. The notes mentioned penile shortening and "palposionlo" with the single penile prosthesis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).